Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient was initially implanted with two pectus bars with two bar fixation links. Subsequently, after monitoring of the devices by the surgeon, it was noted that the bars rotated. The surgeon stated that the fixation links were not seated properly during the initial procedure. The day after implantation, the patient underwent a revision procedure. The bars were removed and replaced without any further complications. Attempts have been made and no further information has been provided.